Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rear0577 showed no other similar product complaint(s) from this lot number.

Event description:
On 09/27/2016- per medwatch, the facility reported "attempted to place PICC in right basilica vein, obtained access but unable to thread wire. While removing wire, resistance was met. Upon total removal of wire, noted to have unraveled and copper tip visualized. Order for right arm x-ray obtained." No patient injury reported.